Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. There was no consequences to the patient. The pm was explanted and replaced. The patient was stable throughout the procedure.